Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging she was unable to test on her one touch ultra meter because she was pressing the m button to test. The medical affairs specialist mailed a letter on january 4, 2008, since the user could not be reached by telephone for further clarification; therefore this complaint was classified based on the customer care advocate (cca) documentation. The pt reported that on the morning of four days prior to original date, she was unable to test her blood glucose. At the same time the pt passed out. She had no symptoms prior to passing out. She reported that has hypoglycemic unawareness, not diabetes. The pt was taken to the hospital, her blood glucose was tested and the result was 49 mg/dl. She was treated with orange juice with sugar and some pills, which she does not know the name. The issue was resolved with training from the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the pt claimed she was found to be hypoglycemic requiring medical intervention.